Event description:
The surgeon attempted to implant an cc4204bf collamer lens. The lens was damaged due to the cartridge malfunctioning. No patient injury. The facility stated it was due to the cartridge.